Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated, the interconnect cable was replaced and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed two error codes, one of which will render the system inoperable. It is likely to result in a system lockup, no boot, or shut down situation. There was no patient injury or death reported.